Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email. As of the date of this report the customer has not responded to these options.

Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was identified as potentially contaminted during an on-site inspection. The technician took pictures of the internal tubing of the device and sent them to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the customer perform a quarterly cleaning and disinfection procedure per the IFU, as well as hpc testing to gain a quantitative analysis of water quality. This issue was identified on (B)(6) 2024 no patient involvement was reported. Lab results from (B)(6) 2024 confirm bacteria levels to be outside of cardioquip specifications.